Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be determined through this evaluation. The controller event log file contained data from 31oct2022. Intermittent low flow alarms were captured on 31oct2022. Pulsatility index (pi) values were elevated during the observed low flow events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(4), and no further events have been reported at this time. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, "introduction", addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 4 of the IFU, ¿system monitor¿, states that, ¿if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10jun2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had experienced increased low flow alarms and high pulsatility index (pi) events. Diuretics were held and small fluid boluses were given. Log files were sent to rule out suction events. The log files contained persistent pi events and intermittent sustained and unsustained low flow alarms with high pi.